Manufacturer narrative:
Concomitant medical products: 407658 ,lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to infection. The patient was noted to have pain and redness at the pocket site. No further patient complications have been reported as a result of this event.